Event description:
The hosp reported that during a re-implantation; while preparing one end of the graft for anastomosis suturing, an operating room team member noticed, that there was a small hole at the unprepared end of the graft. The graft was implanted after cutting off the defective end. The hosp did not report any pt effects. Maquet cardiovascular anticipates the return of the damaged section.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).